Event description:
Pt sent home on morphine sulfate sc 8 mg/hr continuous with 8 mg bolus every 10 minutes maximum 6 boluses per hr as needed. Pt was sent home at 3 pm. Pt arrived home at 6 pm, with air-in-line detector alarming. Bolus was given, removing air and stopping alarm. At 9 pm, the air-in-line detector was arlarming. The nurse deactivated the air-in-line detector. The occlusion alarm went off when the bolus dose was given, once on 5/26/94, and twice on 5/27/94. The pt required insertion of a peripheral line. On 5/31/94, after insertion of peripheral line and deactivation of the air-in-line detector, the pt was experiencing no problems. Rptr feels the air-in-line detector is too sensitive, causing deactivation, the pump is not recommended for sc dosing. The tubing was properly placed on the pump air-in-line detector.